Event description:
New information receives indicates that the programming changes were made and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the pacemaker exhibited far r wave oversensing. No intervention was performed and the patient status was unknown.